Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
As reported, approximately 10 years post op initial right tka, this 76 y/o male patient was revised. Aa new cr insert was implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. Mluc if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.